Event description:
The patient had signs of an infection and the pathogen is unknown. At about 1 year and 7 months post-primary the surgeon performed a washout and revised all components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 october 2024: lot 2209298: (B)(4) items manufactured and released on 30-jun-2023. Expiration date: 2027-06-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants revides, batch review performed on 09 october 2024: moto partial knee 02.18.if5.08.lm tibial insert fix s5 lm - 8mm (k162084) lot 2106131: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf5.lm tibial tray fix cemented s5 lm (k162084) lot 2215927: (B)(4) items manufactured and released on 16-nov-2022. Expiration date: 2027-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.